Event description:
The subject device was returned to olympus (B)(4) for repair purpose. (B)(4) sterilized and repaired the subject device as routine work. After that, (B)(4) rec'd the info that some pts which were treated with the subject device got a klebsiella infection. According to the info from the facility, the same bacteria was no detected from the subject device. At a later time, olympus rec'd a report from the user facility through bfarm, competent authority in (B)(4). A pt who had been diagnosed with klebsiella pneumoniae was examined on (B)(6) 2013. In total, the subject device was used to carry out another twenty-eight examinations on twenty-six pts between (B)(4) before it was sent to olympus for repair. Subsequently, k. Pneumoniae were found 5 of these pts. Two of the five pts have since died. Olympus medical systems corp has not been informed of the cause of the pt death.

Manufacturer narrative:
This report is being submitted upon further review of the MDR complaint filed on (B)(4) 2013 (MFR# 8010047-2013-00092) . It has been determined that 4 add'l mdrs are needed to account for the reported number of pts allegedly infected by the scope. Please cross reference these associated complaints: 8010047-2013-00092; 8010047-2015-00212; 8010047-2015-00213; 8010047-2015-00214. According to the request from the user facility, olympus europa disassembled the subject device in conjunction with personnel from the user facility. They took eight samples from each part dismantled from the subject device for culture test. The personnel from the user facility brought them back and performed the culture test. Subsequently, all samples collected from the parts were tested negative. A nosocomial pathogens was not detected from the endoscope in the microbiological culturing conducted by the user facility, it is considered that this event was caused due to the other cause than the subject device.